Event description:
It was reported that when a pt came to the dr. Office for a procedure, the dr noticed a lot of pressure in a catheter that was placed in the pt that day. When to went to remove the catheter the contents squirted out. Dr noticed that the lining of the catheter had separated near the cap and had bound up. No harm to pt.